Manufacturer narrative:
Complaint conclusion: as reported, when trying to insert (2) 6f-12f mynx control venous vascular closure devices (vcd) into the 11f non-cordis sheath, the film sealant sleeve rolled up and exposed the sealant. Hemostasis was achieved by another unknown 6f-12f mynx control venous vascular closure device (vcd). There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was removed from the package carefully. The device was prepped according to instructions for use (IFU) instructions. There was exposure of the sealant to bodily fluids due to the damage to the sealant sleeves. The sales representative has been working with the account on methods to avoid this issue moving forward. The procedure type was a pulse field ablation (pfa). The deployer was in training with the mynx device. Other procedural details were requested but were not provided. The device was not returned for analysis. A product history record (phr) review of lot f2515005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred with another device, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which was not provided for analysis) are possible. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the phr review, nor the available information suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when trying to insert (2) 6f-12f mynx control venous vascular closure devices (vcd) into the 11f non-cordis sheath, the film sealant sleeve rolled up and exposed the sealant. Hemostasis was achieved by another unknown 6f-12f mynx control venous vascular closure device (vcd). There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was removed from the package carefully. The device was prepped according to instructions for use (IFU) instructions. There was exposure of the sealant to bodily fluids due to the damage to the sealant sleeves. The sales representative has been working with the account on methods to avoid this issue moving forward. The procedure type was a pulse field ablation (pfa). The deployer was in training with the mynx device. Other procedural details were requested but were not provided. One device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.